Event description:
On (B)(6): covidien (B)(4) service reports: customer indicated they were moving the injector system from one side of the scanner to the other when ceiling arm joint broke and the j-bow and powerhead fell off. No pt in the room. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.